Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 20205282-not valid, 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no." The patient's medical history included multigravida ((B)(6) 2010) and female sterilization. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmennorhea"), heavy menstrual bleeding ("menorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), hypersensitivity ("allergy: hypersensitivity"), nervous system disorder ("nuero condit /prob"), urinary tract disorder ("urinary problem"), contusion ("bruising"), bladder disorder ("bladder disorder nos"), migraine ("migraines") and adnexa uteri pain ("abdomen pain(ovary area)") and was found to have neoplasm ("tumors"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding, iron deficiency anaemia, psychological trauma, urinary tract infection, vaginal infection, vaginal discharge, fatigue, headache, nausea, neoplasm, weight increased, hormone level abnormal, hypersensitivity, nervous system disorder, urinary tract disorder, contusion, bladder disorder, migraine and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, back pain, bladder disorder, contusion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, iron deficiency anaemia, migraine, nausea, neoplasm, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010 as per pif discrepancy noted in date of insertion: as per pfs it is (B)(6) 2010 only 2 visible coils on the left and on the right, multiple coils were visible, but they did not appear to have been deployed entirely along with the proximal portion of the micro-insert. Discrepancy noted in essure removal date: (B)(6) 2021. Lot number reported 20205282 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical records received. Case became serious incident removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.